Manufacturer narrative:
A dräger service representative had identified the pcb graphic-controller of the touch screen as cause of the reported event. The microprocessor system onboard this pcb had stopped communication with the central microprocessor system for any reason. Thus the internal monitoring of the ventilator triggered a warmstart with the intention to restore internal communication. But as this was a hardware failure, communication to pcb graphic-controller could not be re-established. Therefore the warmstart was not successful. The ventilation stopped with alarm and the airway system was automatically opened to atmosphere not to hinder possible spontaneous breathing of the patient. The customer decided not to replace the pcb and not to repair the device at that time. On-site investigation

Event description:
.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: bedside ventilator evita xl stopped ventilation, ventilator screen was completely blank and loud alarm sounded. The bedside nurse was standing beside while changing the ECG cables, when the ventilator went off. No injury reported.